Event description:
It was reported that high pacing impedance as observed on the right atrial (ra) lead. Noise was also observed. The ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that high pacing impedance as observed on the right atrial (ra) lead. Pacemaker mediated tachycardia and noise were observed. The ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.